Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that approximately 342 days post vena cava filter deployment subject was admitted to the emergency room (ER) with chest pain. CT scan reportedly demonstrated thrombus on the tip of the filter. Subject was discharged five days post admission. Sometime post discharge further testing demonstrated acute left lung pulmonary embolism. Approximately 510 days post index procedure subject presented to the ER with chest pain and additional acute pulmonary embolism. Approximately 552 days post index procedure subject was admitted for chest pain. Pulmonary embolism was ruled out on CT scan. Approximately 621 days post index procedure subject was admitted for acute pulmonary embolism in the right upper lobe. Subject was treated and discharged two days post admission.